Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patient had a history of right bundle branch block (rbbb) as well as annular calcium protruding into left ventricular outflow tract (lvot). During the procedure, while the valve was being deployed, the patient went into complete heart block (chb). The valve was successfully implanted at a depth of 3mm. The patient didn¿t recover from the chb and on (B)(6) 2025, a permanent pacemaker was implanted. The physician believes that the patient had a prolonged hospital stay for monitoring of their rhythm and a procedural delay for placing of temporary pacing lines. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure. The patient was stable and discharged.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported complete heart block could not be conclusively determined. The reported hospitalization, surgical and unexpected medical intervention were results of case-specific circumstances as a temporary pacemaker was placed during the procedure, the patient was hospitalized for rhythm monitoring and a permanent pacemaker was implanted the following day. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patient had a history of right bundle branch block (rbbb) as well as annular calcium protruding into left ventricular outflow tract (lvot). During the procedure, while the valve was being deployed, the patient went into complete heart block (chb). The valve was successfully implanted at a depth of 3mm. The patient didn¿t recover from the chb and on (B)(6) 2025, a permanent pacemaker was implanted. The physician believes that the patient had a prolonged hospital stay for monitoring of their rhythm and a procedural delay for placing of temporary pacing lines. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure. The patient was stable and discharged.